Manufacturer narrative:
Attempts to obtain more detailed information regarding the new allegations are currently being made. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that four days after this implantable cardioverter defibrillator (ICD) was implanted in 2009, this patient died suddenly at home. Information was received that the cause of death was a pulmonary embolism. It was also specifically reported that there were no allegations against the functionality of this device or that it caused or contributed to the patient's death. At a later date, additional information was received from the physician that the patient's death was possibly related to the device. Attempts are currently being made to obtain more specific information pertaining to this allegation. This ICD was not explanted and is not expected to be returned for laboratory analysis.